Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that prior to an device replacement procedure (elective replacement indicator (eri) for an implantable cardioverter defibrillator (ICD), this right ventricular (rv) lead exhibited some jump in shock impedance, high out of range measurements for the past month (125 ohms to 145 ohms). During the procedure, troubleshooting of this rv lead, including evocative maneuvers were performed. The pacing impedance is at 900 ohms, no noise and no other out of range measurements were noted. The physician connected the rv lead into the new device, without any issues. The rv lead remains implanted. No adverse patient effects were observed.